Manufacturer narrative:
Product ID 8711 lot# (B)(4) implanted:(B)(6) 2007 explanted: product type catheter .if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated that the pump not working was likely due to a kink or occlusion. It was reported that the cause of the catheter migrating from the intrathecal space was due to a procedural issue. The patient's weight at the time of the event was reported. It was noted that the pump would be explanted. No further complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated that the catheter was either kinked or disconnected. No further complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4), ubd: (B)(6)2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving hydromorphone (10 mg/ml at 3.497 mg/day) and bupivacaine (5 mg/ml at 1.748 mg/day) via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that the pump was not working and was turned on minimum rate for a while. The caller stated that a dye study was performed on (B)(6) 2018 and it was identified that the catheter was not in the intrathecal space. It was reported that the patient experienced an increase in pain. The hcp requested the pump off code but was unsure on what day the pump would be turned off. It was suggested to the caller to call back when she knew which date the pump would be programmed to a permanent off state. No further complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID 8711, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated that the pump password was requested and provided to the hcp. No further complications have been reported as a result of this event.